Event description:
It was reported that the right ventricular lead perforated the patient. The lead was explanted and replaced. The patient experienced no complications and was discharged home the following day without adverse event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.